Manufacturer narrative:
The device will not be returned for evaluation. If additional information becomes available, a supplemental MDR will be submitted accordingly.

Event description:
On (B)(6) 2023, a revision request came through from mr. Parry due to the following broken components axle, extra small (k-304-a), short tibial component, xsmall (k-310), bumper pad, extra small (smbpr00), bushes, extra small (smbsh00), axle cap (smcap01) and short tibial bearing, extra small (smmltbc00-mk3). The previous cases were pin (B)(6).